Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system continued to beep after releasing the fluoro switch, however, review of the system logs determined that the generator interface board was rebooting, causing the system to lock-up and beep continuously. There is no report of pt injury.